Event description:
The reporter stated the surgeon attempted to insert a cq2015 collamer three piece lens and one haptic tore. There was no patient contact or injury. Another same type lens was implanted.